Event description:
It is reported that the handle fractured upon impaction and the extractor fractured upon extraction.

Manufacturer narrative:
(B) (4): evaluation summary: impactors become damaged through repeated use due to impactions sustained while in use. Impactors or impactor heads should be replaced when the part is no longer functioning. The locking handle is not designed to withstand impaction forces, and it is clearly marked "do not impact or lever". Impaction of this device will cause it to fracture. However, the device which was returned does not show signs of misuse. The likely cause of the device failure is normal wear and tear. As returned, the impactor pad has fractured. The device has a potential filed age of less than one year. As the locking handle was returned, one of the tabs of the lever has fractured and neither the tab, nor the piston. Nor the pin connecting the two were returned for review. The device has a potential field age of over 4 years. Device history records were reviewed for both devices and indicate all components were manufactured and inspected to specification.